Event description:
It was reported that the customer experienced a low blood glucose level of 40-50 mg/dl. Cause was unknown. The customer addressed the low blood glucose by consuming carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.